Event description:
A pericardial effusion was reported following a steam pop during application of rf energy during an atrial flutter procedure. Pericardiocentesis was performed to drain the pericardial effusion. Patient had fully recovered and prognosis for the patient was excellent.

Manufacturer narrative:
The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that there was no malfunction or issues with the biosense webster's equipment. The customer declined system service.